Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a smart remote manager failure. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not constantly sensing close. A field service engineer replaced smart remote manager latch assembly and tested to resolve the issue. The system functioned as intended after the field service engineer repaired the device.